Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was being positioned. During transeptal crossing, a thrombus was noted in the right atrium at the septum. The patient was administered additional heparin and aspiration of the thrombus was performed simultaneously as the was removed. Once the sheath was out, the thrombus was no longer visualized on transesophageal echocardiogram (tee) of the heart. The patient's vital signed remained stable throughout. The was flushed and the physician proceeded with the procedure. The procedure was completed successfully and patient has fully recovered.